Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03932. It was reported that the patient presented with diaphragmatic stimulation. A chest x-ray revealed that the right ventricular and right atrial leads had dislodged. Both leads were extracted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.